Manufacturer narrative:
Co2 qc around the time of the event was exhibiting imprecision. The customer stated that qc run after the event was high. A field service engineer (fse) replaced both measuring and reference co2 electrodes and verified performance.

Event description:
A customer reported that the unicel dxc 800 pro synchron clinical system generated a false high carbon dioxide (co2) result for one patient sample. The result was not reported out of the lab. When the co2 result failed delta check, the sample was repeated on the other instrument in the lab and that result was reported. There was no effect to patient treatment.